Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the lamp exploded in the unit upon turning on. An alternate lamp was used to initiate and complete the procedure. There was no patient involvement.

Manufacturer narrative:
The system was manufactured on october 27, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).